Event description:
Female pt underwent placement of right internal jugular double lumen hemodialysis catheter on 12/1/97. On 12/2/97 catheter was found to be not functioning and therefore was changed over to a guide wire by a physician. Immediately post-change pt expressed sensations of hypoglycemia then arrested, CPR administered, but pt expired. Autopsy revealed atrial perforation.